Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to the reported event. All energy settings were within range and all laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received states that the patient was diagnosed with map dot dystrophy in both eyes two months post lasik. It was noted that this explains the corneal erosion, poor vision, and sensitivity to light. A burst of steroids was given and sodium chloride hypertonicity ophthalmic ointment was started. The patient was seen in follow up and noted symptoms and vision improving. The patient will continue the sodium chloride hypertonicity ophthalmic ointment. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient presented with an uncomfortable feeling and extremely blurry vision in the right eye one day post lasik. The patient was noted to have a corneal erosion, associated edema, and descemet's folds. A bandage contact lens was placed on the eye and will return at a later date for follow up. Additional information requested.